Manufacturer narrative:
In this case, while the returned device analysis did not confirm the reported inability to fully straighten and a ¿-¿ cable break, however, a ¿+¿ cable break and positioning failure associated with inability to curve was identified. The reported noise could not be replicated in a testing environment. The observed ¿+¿ cable break resulting in positioning failure associated with inability to curve may be related to a potential product quality issue; therefore, exception (issue) 132669 was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All information was investigated and based on the information provided and the returned device analysis, a cause for the reported positioning failure associated with inability to fully straighten, noise and a ¿-¿ cable break cannot be determined. However, the observed ¿+¿ cable break resulting in positioning failure associated with inability to curve may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was inserted and advanced to the mitral valve. While turning the plus minus knob in the minus direction at 3/4 turn, a clicking sound was heard, and the sgc went back to a neutral position. A cable break was suspected. Therefore, the sgc was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.